Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 1 months 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 due to complaints of melena and hemoglobin of 5.6. The patient was still experiencing left lower quadrant abdominal pain since last admission so they received two units of packed red blood cells (B)(6) 2019. The patient's hemoglobin increased to 7.3. The patient remains off anticoagulants and a gi consult was requested. It is still a question regarding whether the patient had another gi bleed or if the acute blood loss anemia is related to the hematoma, discovered on (B)(6) 2019 in the right pelvic wall of the patient. No additional information was reported.